Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) alarmed with no green light illuminating when it was plugged into the wall. The patient replaced the batteries, but this did not resolve the issue. The alarm was unable to be recreated by the site and log files could not be provided. The mpu did have a v-lock connector on the ac power cord, and the ac power cord did not come loose at the wall outlet or at the back of the unit. There were no environmental circumstances that could have caused the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming and the green light not illuminating when the mpu is connected to ac power was not confirmed. The mpu (serial number: (B)(6)) was returned to service depot for evaluation. The mpu was functionally tested and the reported event was not reproduced. The mpu was forwarded to product performance engineering (ppe) for further evaluation. The mpu was powered on and the green light illuminated as intended. The mpu was functionally tested with a test system controller on a mock circulatory loop and system operated at the set speed without any issues or atypical alarms active. The mpu was disassembled for visual inspection of the internal components and no issues were observed. The internal wires were tested for current leakage and continuity issues and no issues were found. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The mobile power unit, serial number (B)(6), was shipped to the customer on 15apr2022. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 IFU (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 IFU (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.